Event description:
Procedural image review: images show that a number of pre-dilations of the lcx were carried out by the physician prior to commencing the stenting of the vessel. The patient's vessels appeared to have a high level of stenosis given the amount of pre-dilations and the effect of the pre-dilations on the vessel was minimal. When attempting to expand the stent, the stent profile appeared irregular. The stent appeared to be partially expanded, the distal and proximal sections of the stent appeared to expand, however, the middle section of the stent appeared flattened. The stent profile was irregular and suggests that the disease within the lesion prevented full concentric expansion of the stent. There is no evidence of the contrast leaking from where the stent was attempting to be deployed which would indicate a balloon burst. There is evidence from the cag (coronary angiograph images) image that an attempt was made to further expand the stent using the poba devices. From the cag images returned it was noted that the second guidewire was unsuccessful in crossing the stent.

Manufacturer narrative:
Evaluation results: (root cause cannot be determined). Inherent risk of procedure (balloon rupture). No results available since no evaluation was performed. None (no device received for evaluation). Evaluation conclusion: known inherent risk of a procedure (balloon rupture). Unable to confirm complaint (root cause cannot be determined). (B)(4).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (the patient's vessels appeared to have a high level of stenosis as shown in the procedural images). Evaluation conclusion: device failure related to patient's condition (the patient's vessels appeared to have a high level of stenosis as shown in the procedural images).

Event description:
The physician intended to implant a resolute integrity 3.0 x 26 mm drug-eluting stent to treat a lesion in the cx. It was reported that during the attempted deployment, the balloon started inflating only in the edges and when the pressure reached 7 atm, the balloon burst resulting in a partially expanded stent. The device had reached the target lesion. Following this, the physician managed, with some difficulty, to remove the catheter delivery system from the patient. Two unsuccessful attempts were made to fully expand the stent, first using a 2.0 x 15 mm sprinter legend balloon then with a 1.5 x 12 mm sprinter legend balloon. The physician then decided to exchange the guidewire. However the tip of the non medtronic wire was jailed in the stent¿s struts. During the attempt to release it, the tip of the wire detached and remained with the stent while the rest of the wire was removed from the patient. An attempt was made to use a new wire to cross the stent without success. The resolute integrity device had been inspected prior to use with no abnormalities noted. No further clinical sequelae were reported.